Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the investigator indicates there is peeling of the coating on the surface of the insertion tube (1mm2 or more). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.